Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. As lot # 17098315m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch ni-directional navigation catheter and physician felt temperatures were inaccurate when ablating (42-48 degrees) with 30 watts of power, which is not a reportable event. Then catheter was removed from patient and it was noticed that blood was under the pebax between ring 2 and 3 also not reportable. Replacement of the catheter resolved the issue. The procedure was completed without patient consequence. Additional investigation was performed and it was informed that the highest temperature observed was 48 degrees; nevertheless, the cut off value was not reached since it was set to 50 degrees and ablation was able to be stopped manually. Also, no damage to the catheter was observed. Therefore, this event was originally considered non-reportable. However, on (B)(6) 2015, bwi failure analysis lab received the device for evaluation and found reddish material under the pebax with a pin size hole. This finding is reportable because loss of integrity to pebax could potentially contribute on a significant adverse event.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® uni-directional navigation catheter and physician felt temperatures were inaccurate when ablating (42-48 degrees) with 30 watts of power, which is not indicative of an MDR reportable event. Then catheter was removed from patient and it was noticed that blood was under the pebax between ring 2 and 3 also not indicative of a reportable event. Replacement of the catheter resolved the issue. The procedure was completed without patient consequence. Additional investigation was performed and it was informed that the highest temperature observed was 48 degrees; nevertheless, the cut off value was not reached since it was set to 50 degrees and ablation was able to be stopped manually. Also, no damage to the catheter was observed. Therefore, this event was originally considered non-reportable. However, on june 17th 2015, bwi failure analysis lab received the device for evaluation and found reddish material under the pebax with a pin size hole. This finding is reportable because loss of integrity to pebax could potentially contribute on a significant adverse event. The returned device was visually inspected upon receipt and reddish material was found under the pebax. Due to the reddish material under the pebax a sem analysis was performed and results showed that the external surface of the pebax exhibit evidence of scratches and displacement material between the pu and pebax. The pinhole was not confirmed since there is no evidence of it on the unit. It is possible that an unknown object hit and made the displacement material and the scratches between the pu and pebax. The catheter was evaluated for screening test and force calibration check and catheter passed both tests. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint not been verified. An internal corrective action has been opened to address the damaged pebax on smart touch.